Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device froze and no functions worked. No patient harm was reported.

Event description:
The customer reported that the device froze and no functions worked. No patient harm was reported.